Event description:
It was reported that the insulin pump alarmed no delivery and that the customer experienced high blood glucose levels. The customer stated that she received the no delivery alarm during a bolus attempt the night prior. She stated that the insulin pump was alarming on delivery again, and she believed that it had suspended insulin delivery. She stated that she made the mistake of going to bed after a low reservoir alarm, and she woke up with a blood glucose reading of 400 mg/dl. She changed the infusion set, reservoir and insulin, and everything was fine. She treated with a manual injection thereafter. The blood glucose reading ran as high as 502 mg/dl. She felt cranky as a symptom of high blood glucose. She found a bent infusion set cannula that was occluded. She was advised to change the entire infusion set, reservoir and insulin. She confirmed that she was aware why she had high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.